Event description:
The pt was reportedly experiencing loss of lock. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Advanced bionics is in the process of gathering further info. Once more info is rec'd a supplemental report will be submitted.